Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure using an xi system, the customer reported that an error occurred on universal surgical manipulator (usm) arm 2, rendering it unusable and resulting in arm 2 being disabled. A system restart was performed, but errors 23000 and 23002 persisted and were not resolved. The customer elected to disable arm 2 and continue the procedure using the remaining three arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.